Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was implanted during a stent placement procedure on (B)(6) 2011 to treat a malignant esophageal fistula. According to the complainant, an ultraflex esophageal covered stent was successfully implanted within the patient's esophagus using only fluoroscopy. Approximately one to two minutes post deployment, the physician passed a scope through the patient's esophagus to examine the deployed stent. Subsequently, the physician discovered that the stent was "completely engaging the wall of the esophagus" and not covered. Reportedly, there was no damage noted to the stent prior to the procedure. A (B)(4) esophageal covered stent was implanted within the ultraflex stent to complete the procedure. There were no patient complications as a result of this event. The patient's condition was reported to be stable post procedure. It should be noted that in the physician's assessment, it is possible that the stent was covered and could not be seen under direct visualization; however, this cannot be conclusively determined. Additionally, the physician reported that the patient may be a candidate for an esophagectomy; therefore, if possible, both the (B)(4) stent and the ultraflex stent will be removed and examined.

Manufacturer narrative:
(B)(4) the reported issue of stent cover missing. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.